Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown other non-product experience. Additional information obtained from the field which indicated that this right ventricular (rv) lead caused the patient to experience shoulder pain. No additional adverse patient effects were reported.